Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator for pain stimulation experienced issues with the device not emitting electric pulses. The patient noticed the lack of stimulation about a week prior and reported that despite the controller charging the internal battery, the stimulation was not felt, and the controller's battery level remained unchanged. The patient attempted to adjust the intensity settings on the device, increasing the intensity on group a from 3.3 to 6 and on group b from 2.0 to 5, but still did not feel any stimulation. The patient confirmed that the controller battery was at 100% and the implantable neurostimulator was at 80%. Additionally, the patient reported a bad fall in the restroom, resulting in a severely bruised knee. The patient was redirected to a healthcare professional for further evaluation.

Event description:
Additional information was received from the patient. The cause of not feeling stimulation was unknown. The patient had a fall (B)(6) 2025. With increased pain from the fall, the patient noticed the stimulator not working. The patient first called medtronic customer service. They had them raise the intensity of the shock to 4.0, which they didn't feel. They were instructed to contact their doctor for x-rays. The patient was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.